Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder deployed with a 'cobrahead' deformation. The site resheathed and redeployed without resolution. The device was exchanged for a new 22mm amplatzer septal occluder (lot number: 5011198). No patient consequences were reported.